Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found no anomalies on the leadless pacemaker. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6: activation failure removed as it is unrelated to this product.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was found that the catheter failed to go into tether mode. The lp failed to separate from the catheter for successful implant. The procedure was completed using an alternate lp on 29 may 2024. The patient was stable.